Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 52 mg/dl due to delivering too much insulin via the pump to cover the food that was consumed. To address the low bg, the customer consumed food and a protein drink. The customer declined tandem technical support's offer to troubleshoot. The customer did not provide further information about the event.